Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead could not be implanted due to an unknown product performance issue. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead returned with stylet in it and helix mechanism in an extended position. Dried blood noted in housing and neck region (tip). Laboratory analysis was unable to confirm the reported field allegation. The lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.